Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The facility alleges a resident was dropped from a lift. The staff did not open the legs of the unit enough because the locking mechanism was allegedly not working.